Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue. No unexpected low battery alarm noted. No battery cap cracked/damaged noted.

Event description:
Customer¿s wife reported via phone call that they change battery of insulin pump nearly everyday and had low battery messages. Customer¿s blood glucose value at the time of incident was unknown. Customer did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.